Event description:
It was reported the patient¿s recharger showed a ¿reposition antenna¿ screen. It was noted that this problem started a couple days ago. It was further noted the patient always charged on thursday. The reporter stated the thursday before last they charged, but they were not sure how high the charge went. It was noted the patient programmer showed a poor communication screen. It was further noted the patient had always had trouble keeping coupling since implant two years ago. The reporter stated the implantable neurostimulator (ins) was very near to their hip bone and was implanted deep. The reporter further stated they would not have asked for a rechargeable ins if they had known how difficult recharging would be. It was noted the patient was going to make an appointment with the healthcare professional (hcp) to have a physician mode recharge (pmr) done. Additional information received reported the manufacturing representative would follow up with the patient. Additional information received reported the patient received their new antenna, but they were not able to recharge. It was noted the patient last felt stimulation three weeks ago. It was further noted the patient was meeting with their hcp today regarding their ins. The reporter stated there was a power on reset (por) message on the recharger. It was noted the patient was confusing coupling bars with the ins charge level. It was further noted the patient was getting four coupling boxes and the ins showed it was recharging. The reporter stated they would continue to recharge. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).